Manufacturer narrative:
Final analysis found that the lead did not pass the insertion test while inserting into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Event description:
It was reported that during an implant procedure, the right ventricular lead was unable to pick up a signal. The physician elected not to use this lead. A new lead was used to complete the procedure. The patient was stable.